Event description:
The representative reported a short circuit in the dbs system resulting in replacement of the extension product. Information received indicates auto impedance readings appeared within normal range, but then the actual therapy reflected 140 ohms. No additional information is currently available regarding patient symptoms or outcome, despite manufacturer attempts to contact the physician. Device was explanted after almost five years implant duration but has not been returned for analysis. The exact date of product retrieval is unknown. The unit had been placed in 2002. Additional information and product return has been requested. A follow-up report will be sent if additional information is received. See MFR report number 2182207200700603.